Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown.

Event description:
It was reported that patient underwent initial hip arthroplasty on an unknown date. Subsequently, information from radiographs indicate wear. No revision has been reported to date.